Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Error 105 was verified through a review of the event history log and found to be caused by loose motor gears. The motor gears were replaced to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Error 107 was verified through a review of the event history log and found to be caused by loose motor gears. The motor gears were replaced to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Error 110 was verified through a review of the event history log and found to be caused by loose motor gears. The motor gears were replaced to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Error 342 was verified through a review of the event history log and no cause could be determined. No further action was taken. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "error" during delivery (medication, dose, rate, and volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.